Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-19. Investigation summary : our quality engineer inspected the samples and photograph submitted for evaluation. Bd received (B)(4) unopened units and one photo. During the visual examination it was observed that black tape was present across the top web of the units and between the seal confirming the reported defect. The black tape was identified as splice tape. Sensors are used during the manufacturing process to detect the black tape and stop printing. The presence of black tape indicates that the defect is related to operator/ manufacturing error. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems had damaged packaging units. The following information was provided by the initial reporter, translated from german to english: "before the op I received these two cannulas ref (B)(4), lot 0048567. The blister points to a possibly damaged packaging unit (black duct tape). It is probably because of an attached paper web".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems had damaged packaging units. The following information was provided by the initial reporter, translated from (B)(6) to english: "before the op I received these two cannulas ref 383519, lot 0048567. The blister points to a possibly damaged packaging unit (black duct tape). It is probably because of an attached paper web".